Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6), 2010 after the use of the product.

Manufacturer narrative:
Sections were updated to reflect add'l info rec'd. This is 1 of 2 device reports associated with this event. Associated MFR report #s: 1225714-2013-02198 and 1225714-2013-02199. Add'l info has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event reported on the same pt involving two separate products; associated with mdrs # 1225714-2013-02198, 02199.